Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device went vent inop after start up. No patient involvement / harm reported.

Manufacturer narrative:
Resolution and disposition: the manufacturer's field service engineer replaced the data acquisition pcba to resolve this issue.